Event description:
A malfunction was reported with a code "malf 16" that could not be reset. There was no reported adverse impact on the customer's blood glucose level. Technical support decided to replace the pump under warranty. The customer will be using multiple daily injections as a backup therapy, and instructions were provided to return the faulty pump using a pre-paid label. The customer understood and acknowledged these instructions.